Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited no capture on the atrial channel. An x-ray confirmed the atrial lead had dislodged. The device was re-programmed to vvi configuration. However, the patient was symptomatic with pacemaker syndrome. A subsequent revision procedure was performed and the atrial lead was repositioned. The device was then programmed back to dddr configuration. No additional adverse patient effects were reported.